Event description:
Candela received a complaint through a patient advocate alleging that a female patient in (B)(6) had treatment with gentlemax pro laser to her bikini area and "had burns throughout her bikini area, causing extreme pain, discomfort, and sensibility to her private areas." The reported information notes patient "sustained severe permanent injuries and scarring," alleging that the "injuries are permanent and continuing in nature." Patient medical and medication history was not provided. Treatment details and treatment parameters were not provided. No further information is available at this time. The case will be re-assessed upon receipt of new and/or relevant information.